Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21080. It was reported the patient had stopped using her scs system due to ineffective stimulation. The patient is unable to communicate with the ipg using the patient programmer and scs charging system. At this time, there is no plan for a course of action.